Manufacturer narrative:
The reagent lot number is 900693. The expiration date was not provided. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed aspiration alarms. A pre-analytical handling issue could not be excluded. A sample needle wash was performed, and the reaction cuvette rinse nozzles were checked, which resolved the issue. The issue was resolved by performing a sample needle wash.

Event description:
There was an allegation of questionable cholesterol gen.2 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 0.172 mmol/l, and the repeated result was 4.68 mmol/l.